Event description:
It was reported that, "the implant is grinding, squeaking and is painful. He mentioned that it feels like it is wobbling. An x-ray was taken 2 -3 months ago and the pt was told that the implant appears to be in its proper position."

Manufacturer narrative:
The device is not available for evaluation as it is still implanted. If additional info becomes available, a supplemental report will be submitted.